Event description:
As reported, after valve alignment was performed for the 29mm sapien 3 valve, and delivery system and valve traversed the arch, during the second time out, the patient's blood pressure dropped. CPR was performed and patient was put on bypass. Tee probe was inserted and revealed a large pericardial effusion. Patient was stable on bypass. Valve was successfully deployed with no pacing then lv gram revealed an lv perforation at the lv apex. Regarding the cause of the perforation, the team was not sure but they thought likely from the amplatz wire in the lv. The patient was not alive at the end of the procedure. The valve was successfully implanted. There was no central leak.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the perforation was related to the amplatz wire in the lv. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Additional information received to correct b5 description. No additional investigation is required.

Event description:
As reported, after valve alignment was performed for the 29mm sapien 3 valve, and delivery system and valve traversed the arch, during the second time out, the patient's blood pressure dropped. CPR was performed and patient was put on bypass. Tee probe was inserted and revealed a large pericardial effusion. Patient was stable on bypass. Valve was successfully deployed with no pacing then lv gram revealed an lv perforation at the lv apex. The CT surgeons decided to open the chest, however the laceration to the lv was not salvageable to repair. The patient was not alive at the end of the procedure. The valve was successfully implanted. There was no central leak. The team thought it was likely from the amplatz wire in the lv.